Event description:
Attorney alleges patient "suffered physical and other injury as a result of the recalled lead" and "in 2008, (patient) experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective lead." Further alleges patient "died as a direct and proximate result of defects" in lead. Review of manufacturer's database verified patient's death and that the sprint fidelis lead was not in use at the time of patient's death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received.